Manufacturer narrative:
The permanent cautery hook instrument (pch) has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken conductor wire at the monopolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The probable root cause of the damaged conductor wire is primarily attributed to conductor wire management issues. These issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument (pch) was found to have a damaged tip. The procedure was completed with no reported patient injury.